Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. The ra and rv lead experienced insulation damage and were rubbing together. It was also noted the rv lead exhibited short v-v intervals. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.